Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to protruded and loose drive support disk. No prime alarm. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Drive support cap was noted to be normal. Customer also mentioned receiving a motor error alarm. Customer's current blood glucose reading at the time of the call was 130 mg/dl. Nothing further was reported.